Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the aviva system showed signs of melting. The customer alleged that the meter's housing, near the code key slot, appeared to be bulging and melted. The blood glucose device has not been exposed to an external heat source. No adverse event was reported. The blood glucose device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.